Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The event log was reviewed, and no evidence of the reported complaint was noted; infusions indicate recorded volume to within specification. It was not possible to test the returned products as a system, the returned extension set is occluded and failed the test. One, 100ml medication cassette and one extension set with filter were then individually investigated. Delivery accuracy testing on the cassette found the cassette average delivery error to be within the published specification of +/-6%. Delivery accuracy testing on the pump found the pumps average delivery error to be within the published specification of +/-6%. However, delivery accuracy testing on the pump did find that the pumps delivery was slightly positive. The expulsor will be trimmed as a result. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that the accuracy of a smiths medical cadd legacy pump is greater than the specification of 6 percent. 100 ml cassettes were filled with solution of injection water and veletri medication. Concentration was 3500 microgram per 100 ml, and cassettes were emptied. Extension sets were not occluded during therapy.